Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user saw glucose values in the dexcom g7 app but not on the ilet because the sensor had not been paired to the ilet; the user had a prior sensor failure alert on the cgm, replaced the sensor, and then successfully paired the new g7 to the ilet with guidance, after which ilet glucose values displayed. Symptoms included transient hyperglycemia with a reported peak of 219 mg/dl following a meal, without alerts for prolonged hyperglycemia, without ketone testing, and without medical intervention. Outcomes included no injury, no hospitalization, no need for assistance, and no interruption of insulin therapy. Investigation included remote troubleshooting and education regarding correct pairing of the dexcom g7 to the ilet and confirmation of successful data flow after re-pairing. Investigation of this case revealed user setup error related to cgm pairing, with no ilet device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error and use error resolved through education.